Event description:
A customer reported a malfunction with a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, resolving the issue without recurrence.